Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. Doctor indicated there were no plans to explant the valve and thus it can not be evaluated. Doctor has been contacted for a follow up on patient status. The IFU was reviewed and it includes "choroidal detachment" as a known complication of aqueous shunts and general intraocular surgery including hypotony, shallow chamber.

Event description:
Customer reported hypotony after surgery. Iop 4 pod1. Iop 0 pod5 choroidals + hypotony. Iop 4 pod11.